Event description:
In 2004, the pt reportedly was unable to hear sound while using their sound processor. Two days later the pt was seen at the center for device evaluation. Five days later, the pt was seen by a co rep. Testing performed confirmed intermittent lock. When lock was achieved, the pt reportedly did not respond to stimulation. Explantation was recommended. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.